Event description:
Sales rep, described to lb contact that the revision surgery that surgeon performed due to the failure of the implanted mp stem. The stem fractured disks to the modular junction, after having been implanted for an estimated 12 years. Surgeon asked if the company would like to send the stem out for metallurgical testing, to which surgeon was told yes. We have not yet received the component. Note: this is not a new event. The manufacturer notified FDA under MDR # 3004371426-2015-00006.